Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose level was 253 mg/dl. The customer was asked to retrieve their pump settings and return the pump with battery and zero out basal rates. The patient was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump was going to be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test during testing. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).